Event description:
New information states the asymptomatic patient presented in clinic with decreased right ventricular amplitudes. No intervention had been reported.

Manufacturer narrative:
(B)(6).

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2018. The patient's condition was good post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented as a manual hvli measurement was attempted, right ventricular noise was noted and a message appeared " measurement was unsuccessful ". It was noted on the rv channel as well, the device would start binning the noise and was detecting a high ventricular rate, it would cancel the test and provide a message "measurement was unsuccessful" this would explain why the patient's hvli trends was empty. The patient would be brought back for reassessment. The patient did not experience any symptoms. No intervention had been reported.